Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion and correction. The initial regulatory report was missing dilated cardiomyopathy from the relevant history and the concomitant products. The corrections include adding dilated cardiomyopathy to the relevant history and concomitant products information has been provided in d11 and here in h10 as continuation of d11. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to the handling of the device. Log file analysis revealed a controller power up event recorded on (B)(6) 2020 at 08:47:43. The loss of power to the controller was logged on (B)(6) 2020 at 01:05:52. The last data point recorded on the controller's internal log during which the pump was connected to the controller was logged on (B)(6) 2020 at 01:04:17, which revealed that an adapter was connected to power port one and a battery was connected to power port two with 53% relative state of charge (rsoc). No anomalies were recorded leading up to the loss of power. The controller was without power for two days, seven hours, 44 minutes, and 51 seconds. Review of the controller's internal log did not reveal any evidence that the no power alarm was muted prior to the loss of power. Additionally, during bench testing, the no power alarm functioned as intended when both power sources were disconnected from the controller. As a result, the reported loss of power event was confirmed; however, the reported ¿no sound¿ event could not be confirmed. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. Continuation of d11: dtba1qq ICD implanted on (B)(6) 2014 ; 1103 vad implanted on (B)(6) 2018 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the log files revealed that the controller exhibited double power disconnect.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The prior two regulatory report's event description was missing the alleged device which was the controller. The event description has bee update to state that it was further reported that the log file revealed that the controller exhibited double power disconnect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The patient cause of death was not include in the event description. The event description has been updated to include that the patient subsequently expired from cardiopulmonary arrest after the ventricular assist device (vad) was disable. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient expired from cardiopulmonary arrest after the ventricular assist device (vad) was disable.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away unexpectedly. The patient was found down at home. Log files revealed a double power disconnect. The patient's daughter, who lives with the patient, denies hearing a no power alarm. It was unclear if the double disconnect was performed intentionally by the patient.